Event description:
It was reported that prior to use with 3 tubes and after centrifugation with 2 tubes of bd vacutainer® sst¿ blood collection tubes air bubbles were discovered in gel. The following information was provided by the initial reporter, translated from portuguese to english: tubes present gel air bubbles and the blood is penetrating into the bubbles prior centrifugation

Manufacturer narrative:
H.6. Investigation summary: bd received 1 samples and 2 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields have been updated with additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 06-nov-2023 h3 other text : see h.10

Event description:
It was reported that prior to use with 3 tubes and after centrifugation with 2 tubes of bd vacutainer® sst¿ blood collection tubes air bubbles were discovered in gel. The following information was provided by the initial reporter, translated from portuguese to english: tubes present gel air bubbles and the blood is penetrating into the bubbles prior centrifugation.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.